Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injection. Troubleshooting was performed. Customer advised they had a bent cannula which possibly caused the high blood glucose levels. Customer changed out their complete infusion set and reservoir. Customer was advised to monitor their high blood glucose levels and insulin pump. The insulin pump will not be returned for analysis.